Event description:
According to the reporter, the endotracheal tube had recurrent disconnection of the connection between the intubation probe and the respirator pipes. The probe moved on its own with risk of extubation in a patient who was difficult to intubate and unstable, including after control of balloon pressure. Upon connection to the respirator, there was disappearance of the capnography curve (while the curve reappears as soon as the patient was manually ventilated at the bavu). There was difficulty monitoring ventilation effectiveness and adaptation by absence of capnography. A refixation of the probe was needed, maintenance of manual intubation tube, and manual ventilation during transport. The tube was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.